Manufacturer narrative:
The reported events were for lead dislodgement, over-sensing, high capture threshold, and decreased biventricular pacing. Visual inspection of the lead found the partially extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning, cutting and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported events for over-sensing, high capture threshold, and decreased biventricular pacing were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up remotely via (B)(6) on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) alerts. Review of the transmissions showed that there was t-wave over-sensing, high capture threshold on the right ventricular (rv) lead, and decreased biventricular pacing. The rv lead measurement trends appear to show an acute change happening on (B)(6) 2021 or (B)(6) 2021. After further assessment in clinic, it was noted that the rv lead had dislodged. The clinician suggested that since patient had recently been swimming and also since the sutures on the lead were loose, it may have contributed to rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition throughout.